Event description:
Pt with severe peripheral vascular disease with prior bilateral femoral-to-popliteal bypass grafts. Suspected bilateral iliac artery disease by non-invasive vascular studies and by diminished femoral pulses bilaterally. Underwent aortofemoral arteriogram, bilateral distal common iliac artery angioplasty, angioplasty, left mid and distal right external iliac arteries, stent right distal common iliac artery in 2001. During the procedure, a pigtail catheter was negotiated across the aortic bifurcation into the left iliac system and a 6mm 4cm 4 french balloon was inflated in the left distal mid external iliac stenosis and again in the distal common iliac stenosis. The balloon ruptured on a calcified plaque in the common iliac stenosis and had a circumferential tear and was unable to be removed with the shaft of the catheter. The balloon remained around the guidewire. A 9 french sheath was placed without success. A second 9 french sheath was placed and used to place an intravascular snare device over the wire and over the balloon fragment. This snare was used to pull the balloon fragment out of the groin by removing the sheath and the snare and the fragment simultaneously. This procedure was extremely difficult because of the size of the balloon which had compressed into a large ball. However, it was successfully removed. Contrast injection through the 9 french sheath showed that the right common femoral artery region was intact without leakage or without significant change and without aneurysm since the beginning of the procedure.